Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was not completing its boot-up cycle and that they were unable to access the set-up menu. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.